Event description:
It was reported that out-of-range impedance values were measured. This issue was noted on the left implantable neurostimulator (ins), specifically on the 0 through 3 contacts. It was indicated that "this port was not being used" and that the "4 and 7 combination" contact was the "one delivering therapy." Normal impedance measurements were measured on the contacts 4 through 7. It was further noted that the patient experienced a decrease in therapy about a month ago. The patient had both ins devices explanted due to normal battery depletion. It was noted that the ins devices were at 2.36v and 2.6v before they were replaced. It was further reported that the contacts 4 through 7 revealed normal impedance measurements because the patient's system "had been set up using 4 through 7 and not 0 through 3." No intervention was required due to this event. It was noted that the out-of-range impedances were resolved.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, explanted: product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID (B)(4), lot # v000654, implanted: (B)(4) 2006, product type lead; product ID 3387-40, lot # v001440, implanted: (B)(6) 2006, product type lead. (B)(4).